Event description:
The reported issue occurred during reprocessing and there was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. Based on the results of the investigation, the root cause of the failure was not determined. However, it is likely that physical stress was applied to the insertion section causing the coating to peel. The event can be prevented by following the instructions for use which state: important information ¿ please read before use warnings and cautions: caution ·do not touch the electrical contacts inside the electrical connector. Charged coupled device damage may result. ·turn the video system center cv-150 off before connecting or disconnecting the videoscope cable from the electrical connector on the endoscope. Turn the video system center cv-150 on or off only when the videoscope cable is connected to both the video system center cv-150 and the electrical connector on the endoscope. Failure to do so can result in equipment damage, including destruction of the charged coupled device. 3.6 inspection of the endoscopic system inspection of the endoscopic image 4. While observing the palm of your hand, confirm that the endoscopic image is free from noise, blur, fog or other irregularities. 5. Angulate the endoscope and confirm that the endoscopic image does not momentarily disappear or displays any other irregularities. Chapter 5 troubleshooting if the endoscope is visibly damaged, does not function as expected or is found to have irregularities during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope. Contact olympus. Some problems that appear to be malfunctions may be correctable by referring to section 5.1, ¿troubleshooting guide¿ on page 55. If the problem cannot be resolved by the described remedial action, stop using the endoscope and send it to olympus for repair. If any abnormality in the function of the endoscope and/or endoscopic image is suspected during use, stop the examination immediately and carefully withdraw the endoscope from the patient as described in section 5.2, ¿withdrawal of the endoscope with an abnormality¿ on page 58. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and in addition to the reportable malfunction documented in b5, the remaining evaluation findings were as follows: due to a cut on the distal sheath, water tightness was lost; due to damage on the charged coupled device unit, the image had shadows; the objective lens had discoloration; the distal end, forceps channel port, universal cord and the light guide cover glass were dented; the adhesive on distal sheath was detached; the distal sheath was cut; due to wear of the angle wire, the bending angle in the up direction did not meet the standard value; the control unit, scope cover, grip, angulation lever, switch 3, universal cord and the suction connector were scratched. The investigation is ongoing and follow-up with the user facility is currently being performed for additional details relating to the patient and event. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility. Note - section e1 shortened from: (B)(6), due to character restrictions.

Event description:
The customer reported to olympus that the bronchovideoscope was leaking from the bending rubber. There were no reports of patient harm. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the connecting tube had coating peeling of more than 1 mm sq. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.